Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-200a, vcare, was being used during an davinci myomectomy on (B)(6) 2020. Patient was having lower abdominal pain, seen by her pcp. During pelvic exam, pcp noted something green in the vagina, sent to ER. ER physician let (customer) know that it appeared to be a lime-green, plastic-type, foreign body with a small blackish colored balloon attachment. He reviewed it with their on call obgyn and it was discussed that this was likely a part of the vcare from her previous procedure. Secondary surgery on (B)(6) 2021, retrieved components. This report is being raised on the basis of injury due to secondary surgery required to remove components.

Event description:
The customer reported that the device, 60-6085-200a, vcare, was being used during an davinci myomectomy on (B)(6) 2020. Patient was having lower abdominal pain, seen by her pcp. During pelvic exam, pcp noted something green in the vagina, sent to ER. ER physician let (customer) know that it appeared to be a lime-green, plastic-type, foreign body with a small blackish colored balloon attachment. He reviewed it with their on call obgyn and it was discussed that this was likely a part of the vcare from her previous procedure. Secondary surgery on (B)(6) 2021, retrieved components. This report is being raised on the basis of injury due to secondary surgery required to remove components.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. At this time the root cause of the event cannot be determined but based on the information provided a likely cause of this issue is user error. The instructions for use recommend the user to read and become familiar with all instructions, warnings, and cautions in the package insert before using this product. A device history record review cannot not be conducted as no lot number was provided. A lot history review cannot be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of 115 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward ¿cervical¿ cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.